Event description:
A us distributor reported that an electrode belt's cable was damaged and was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, damaged cable) was isolated to the electrode belt¿s red ( can h ) and green (3.3v) wires being cut and broken along with other damaged wires in trunk cable. The root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.